Event description:
Discordant calcium_2c results on an advia 2400 were reported for 4 patients. The samples were rerun on another advia 2400 system, and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant calcium_2c results.

Event description:
Discordant calcium_2c results on an advia 2400 were reported for 4 patients. The samples were rerun on another advia 2400 system, and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant calcium_2c results.

Event description:
Discordant calcium_2c results on an advia 2400 were reported for 4 patients. The samples were rerun on another advia 2400 system, and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant calcium_2c results.

Event description:
Discordant calcium_2c results on an advia 2400 were reported for 4 patients. The samples were rerun on another advia 2400 system, and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant calcium_2c results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse replaced the seals in the dilution aspiration pump (dip) and replaced the dilution discharge pump (dop). The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse replaced the seals in the dilution aspiration pump (dip) and replaced the dilution discharge pump (dop). The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse replaced the seals in the dilution aspiration pump (dip) and replaced the dilution discharge pump (dop). The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse replaced the seals in the dilution aspiration pump (dip) and replaced the dilution discharge pump (dop). The instrument is performing within specifications. No further evaluation of the device is required.